Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator generated a safety valve open error message. The ventilator was not in use on a patient at the time the event occurred.